Event description:
Event description guidant received information that during an implant procedure, the guide catheter (gc) (7554) was advanced into the coronary vein sinus (cvs). An easyreak 2 (4517) lead was then introduced however, when this occurred the gc fell out of position. Additional attempts were, made to re-introduce a different guide catheter into the cvs however during these attempts the heart stopped beating. The catheter and the lead were explanted. A surgical procedure was performed and revealed that there was blood in the pericardium. The blood was drained from the pericardium, the patient was defibrillated, and the patient recovered.